Manufacturer narrative:
D10: concomitant devices: (B)(6); 190-30-07 - alt ha s clr std sz 7. (B)(6); 180-01-52 - nv crown cup clstr hole 52mm group 2. (B)(6); 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6); 180-65-25 - alteon 6.5mm screw, 25mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 53 months after a right total hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, swelling, and instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.